Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation: customer not returning. Product not received at investigation site. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm file broke during use. The broken part was not retrieved and was left in the tooth. Patient was informed. File was discarded.